Event description:
During a procedure to remove viscosities in the pt's leg, the skin on the pt's thigh was perforated with the trivex resector. The wound was closed with a single suture and no adverse consequences were reported at the first follow-up (10 days postoperative).